Manufacturer narrative:
Updated data: a4. Patient weight added b5. Second paragraph added h6. Patient and device codes added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was moderate central aortic regurgitation (ar). The patient was planned to have a surgical aortic valve implanted in the future. No additional adverse patient effects were reported. Additional information was received that the valve was implanted inside a previous non-medtronic surgical aortic valve. The ar was moderate-severe with a mean gradient of 20 mmhg. Additionally, the valve leaflets appeared thickened with thrombus.

Event description:
Medtronic received information that seven months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was moderate central aortic regurgitation (ar). The patient was planned to have a surgical aortic valve implanted in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the final implant depth was 10 millimeter (mm) on the non-coronary cusp (ncc) and 13 mm on the left coronary cusp (lcc). The valve gradient at the time of discharge was 9 millimeters of mercury. (Mmhg). The patient did not have any pre-existing coagulopathy issues. Dual antiplatelet therapy was used following the valve implant and aspirin/heparin were used as anticoagulants.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.